Manufacturer narrative:
Investigation summary: material #: 364955. Lot/batch #: 1097744. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and shows four (4) tubes with liquid in them. The tubes appear to have additive that is a liquid consistency. This issue happens when the batch tray that the tubes are in is not sitting directly on the shelf in the lyophilization unit. They are then unable to freeze and be dried. The effect of not freezing properly causes the tubes to have the wet appearance inside. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of additive abnormality with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube contained foreign matter in the tube. The following information was provided by the initial reporter: "report the presence of liquid in 5 borate tubes ref (B)(4)."

Manufacturer narrative:
The following fields were updated with additional information: d.9. Device available for evaluation?: yes; returned to manufacturer on: 2021-12-15. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube contained foreign matter in the tube. The following information was provided by the initial reporter: "report the presence of liquid in 5 borate tubes (B)(4).

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube contained foreign matter in the tube. The following information was provided by the initial reporter: "report the presence of liquid in 5 borate tubes (ref (B)(4))."

Manufacturer narrative:
H6: investigation summary bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and shows four (4) tubes with liquid in them. The tubes appear to have additive that is a liquid consistency. This issue happens when the batch tray that the tubes are in is not sitting directly on the shelf in the lyophilization unit. They are then unable to freeze and be dried. The effect of not freezing properly causes the tubes to have the wet appearance inside. The customer samples were evaluated by visual examination and liquid was observed in the tubes. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of additive abnormality with the provided photo and returned samples. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of frequency it was determined that no corrective action is required at this time. H3 other text : see h10.